Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon got stuck inside- vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] case narrative: consumer's mother reported that the tampon became stuck inside her. No serious injury was reported.

Event description:
Tampon got stuck inside- vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] attempted to remove tampon. Only string came out [complication of device removal] case narrative: consumer's mother reported that the tampon became stuck inside her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck inside- vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] attempted to remove tampon. Only string came out [complication of device removal] case narrative: consumer's mother reported that the tampon became stuck inside her. No serious injury was reported.